Event description:
The implanted dual-chamber ICD went into elective replacement mode after 4 months of service without any therapy delivery. The device was replaced with a different dual-chamber ICD. Dates of use: 2009.